Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2022. Post implant thrombus was noted on proximal cable connection. The patient was prescribed anticoagulant and does not have hematologic disorders. Patient remained hemodynamically stable throughout the procedure. There was a clinically significant delay in the procedure which require serial attempts to extract thrombus from the device successfully. The patient did recover from the procedure and anesthesia immediately post op and awake, moving/communicating normally. No additional information was provided.

Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.